Manufacturer narrative:
Exact date unknown, event occurred within the last few months.

Event description:
It was reported that the patient had to charge the ipg frequently. It was also noted that the patient had difficulty charging the ipg due to overheating of the charging puck. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was sutured within the same pocket. The patient was doing well postoperatively.